Event description:
The customer reported the blood pressure cuff was connected to the patient and the excess tubing was draped over the bed rail. The nurse stepped over the nibp tubing of the dash 4000, tripped and fell resulting in a broken elbow.

Manufacturer narrative:
MFR date unknown at this time. A follow-up report will be submitted when the investigation is complete.